Event description:
It was reported that the thunderbeat 5 mm, 35 cm, front-actuated grip type s clamp became blocked. The device was pulled out and it was found that the stem sheath on the grasping branch was detached. The issue occurred during a laparoscopic dissection and coagulation procedure. It was noted that there was an unspecified delay, and the intended procedure was completed with a competitor¿s device. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated: b5, d4, d8, h2, h6, h11. Correction d4: updated the lot number, as the serial number was updated in error on initial MDR submission. The device was not returned to olympus for inspection and the customer¿s allegation was not confirmed. Based on historical data, a root cause analysis could not be determined/identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No new information has been provided by the customer.